Event description:
Home pt noted leak in pt line of homechoice cassette. Husband noted two holes in pt line and concluded holes were caused by their small dog. No pt injury or med intervention was required as per healthcare professional.